Event description:
Per user facility medwatch, it was reported by the customer that the plastic trocar had broken off and was inside the thoracic cavity during a thorascopic procedure. The procedure had to be converted to an open thoracotomy, and several pieces of the plastic trocar were removed. Add'l info is unknown.